Event description:
The customer reported that on (B)(6)2010, a pt was found dead and that two hours prior, they had received a low battery inop at the central station.

Manufacturer narrative:
(B)(4). The customer reported that on (B)(6)2010, a pt was found dead and that two hours prior, they had received a low battery inop at the central station. The device was in use at the time of the death of the pt, but the incident was not reported to philips until 12 days after it occurred. The hospital's biomedical engineer indicated that the device was working as intended. The risk mgr did indicate that 2 hours prior to the event, he did receive a "low battery" inop and was not sure if the batteries were changed. The customer alleged that there was a failure of the monitor to alarm which would be expected if the telemetry device had no remaining battery power. If there was a recurrence of the actual failure to alarm, this could result in failure to recognize a pt's need for additional therapy and could lead to a serious injury or death. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. The available information is not sufficient to conclude that the user failure to replace the batteries was a factor in this pt's death. A final report will be submitted once the investigation is completed.